Event description:
Caller states the pt tested 7.7 inr on the coaguchek s system while a comparison lab returned as 3.8 inr. Pt's coumadin dose was held based on meter result. No adverse event reported. Requested return of suspect device and replacement was sent.